Manufacturer narrative:
Investigation outcome: it was reported that the hospital staff installed a new battery in the hamilton-c1 during an inspection. However, when the device was switched to battery power, it shut down. No patient involvement. Review of the device logs do not show any errors related to the battery problem, however, it can be evidenced that the device switched to ambient on few occasions, every time shortly after switching from ac to battery power. This is an out of the box failure. When a new battery or other components are installed, a function check is mandatory. Installation of the same battery in another unit by the local service engineer resulted in identical behaviour, indicating the battery is defective. Replacement of the battery. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "local staff opened a new battery during the inspection and fitted it to the c1. When he tried unplugging the ac outlet, c1 shut down. Therefore, he inserted this battery into another c1 as a test. As a result, the same phenomenon was reproduced, so he stopped using this battery." No patient involvement. Hamilton medical has reviewed the received complaint information: it was reported that the hospital staff installed a new battery in the hamilton-c1 during an inspection. However, when the device was switched to battery power, it shut down. Review of the device logs do not show any errors related to the battery problem. However, it can be evidenced that the device switched to ambient on few occasions, every time shortly after switching from ac to battery power. Further information and clarification was requested from the customer.